Event description:
This unsolicited case from united states was received on 14-nov-2017 from the other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced severe bilateral knee pain and was unable to get out of bed. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced severe bilateral knee pain and was unable to get out of bed. On (B)(6) 2017, the patient was prescribed prednisone. The same day, patient presented at emergency department (ed) (treatment at ed was not specified). Corrective treatment: prescription for prednisone for severe bilateral knee pain; not reported for unable to get out of bed outcome: unknown for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: in patient hospitalization for both additional information was received on 03-dec-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 3-dec-2017: the new follow up information received doesn't change the prior medical assessment of this case. This case concerns a female patient who received synvisc one injection and was unable to get out of her bed. Based upon the information available, the causal role of the product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, underlying condition, medical history, concomitant medications and other risk factors would aid in the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 14-nov-2017 from the other non-health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced severe bilateral knee pain and was unable to get out of bed. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient experienced severe bilateral knee pain and was unable to get out of bed. On (B)(6) 2017, the patient was prescribed prednisone. The same day, patient presented at emergency department (ed) (treatment at ed was not specified). Corrective treatment: prescription for prednisone for severe bilateral knee pain; not reported for unable to get out of bed. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in patient hospitalization for both pharmacovigilance comment: sanofi company comment dated 21-nov-2017: this case concerns a female patient who received synvisc one injection and was hospitalised for severe bilateral knee pain and could not get out of her bed. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, underlying condition, medical history, concomitant medications and other risk factors would aid in the complete medical case assessment.